Manufacturer narrative:
Concomitant medical products: 402452 lead, implanted: (B)(6) 1993. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance and oversensing with noise. The lead was reprogrammed unipolar for an unknown amount of time. The lead was, subsequently, capped and replaced. No patient complications have been reported as a result of this event.